Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales representative received a call from a third-party distributor. According to the distributor¿s report, the surgeon took x-rays after the surgery. Then he found that the metal tip of the electrode was broken by less than 1 mm and remaining in the patient. Surgeon mentioned that he might have pushed the device to the bone hardly. There is no plan to retrieve the broken peace from the patient. It was brand new and the first use when the issue occurred. The backup device was used to complete the case. Additional information received via email from the affiliate 10-28-16 the device was new. It is not known if the patient will have a follow up exam with the surgeon

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that a small corner of the active tip is broken off. The ceramic on the distal tip showed signs of activation. There are marks on the distal heatshrink indicative of misuse against a hard object. The reported event stated that the surgeon might have pushed the device hard against a bone. No electrical or functional tests were conducted due to the condition of the electrode. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).